Event description:
Pt underwent original surgery on (B)(6), 2009 when pedicle screws at l4-s1 were implanted in pt. Pt returned and was complaining of increased low back pain. Ap and lateral and f&e's showed the s1 screws bilaterally had broken. Pt underwent surgery on (B)(6), 2011 for the removal and revision of left s1 segmental instrumentation and pedicle screw and removal and revision of right s1 segmental instrumentation and pedicle screw. Screws were removed and replaced with 8.5mm x 50mm pedicle screws.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint; however, the product was not returned for eval, and the product and lot numbers were not provided; therefore, a review of applicable material records, manufacturing records, storage records, and distribution records was unable to be conducted. A review of said records will be conducted should the info and/or the product be received for eval, and a supplemental medwatch report will then be submitted according to requirements. The product has been requested for eval; however, not available. The date of manufacture cannot be determined without model and lot numbers. A review of applicable records and eval of the product is not possible as the model, catalog and lot numbers were not provided and the product was not returned.